Event description:
It was reported that the customer was hospitalized for high blood glucose and ketoacidosis. It was stated that the infusion set and the reservoir were changed without any results. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis, and further information will follow once the analysis has been completed.